Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x38mm synergy¿ drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. After device was removed from the patient's body, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end that were pulled distally. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x38mm synergy drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. After device was removed form the patient's body, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.